Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. No status indicator flashing with pad-pak expiry jan 2017.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). On receipt of the device the memory log was downloaded. There were no log entries recorded within the memory log. On receipt the pad clock was incrementing however a nonsensical time and date were displayed. This would indicate an rtc fault. Investigation found the reported fault can be attributed to the low coin cell voltage. This resulted in no status led which confirms the reported fault. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.